Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction of continues to run. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was confirmed that the dura was not hit because the brain was sunken due to the subdural hematoma. No further information can be provided for the ad03 driver details.

Manufacturer narrative:
Report inconclusive. The device has been returned and is still pending their evaluation results. This dm0010faa easydrill cranial perforator with lot number 1586/19 was manufactured by micromar. No conclusion can be drawn for the ad03. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to track and trend this complaint type. Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while using the easy drill perforator, an incident occurred with the patient. On follow up, it was reported that during a frontal craniotomy for a subdural hematoma, the perforator together with an ad03 driver continues to run and did not stop. It was also reported that there was a delay on the procedure to stabilize the situation and it was completed without any issue with the patient post-surgery.